Event description:
Removed failed implant. Inserted new implant.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown 13mm with cemented body stem. It was noted that the device is not available for evaluation as the patient requested to keep it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
The patient is a (B)(6) in height. An event regarding a stem fracture involving an unknown stem was reported. The event was confirmed. One x-ray was provided for this investigation and given to our clinician for medical review. The x-ray was rejected for medical review, as it is not possible to establish a root cause of failure for this case. A more extensive x-ray series and explant analysis is required. The exact cause of the event could not be determined because of a lack of information. A medical review was not possible with the limited information provided. Further information such as extensive x-ray series and explanted material analysis are needed to complete the investigation for determining the root cause.

Event description:
Removed failed implant. Inserted new implant.